Event description:
Report of alleged "motorstall, unit did alarm. No pt harm."

Manufacturer narrative:
F.6) MFR not required to complete this section as no medwatch form 3500a was received from user/distributor. H.6) conclusion: testing by MFR. Could not repeat initial failure mode. Replaced motor board and stator as a precaution.